Event description:
It was reported that the patient experienced a loss of efficacy. The patient was having a dye study to try to identify the problem. It was suspected that the catheter may have been kinked. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(6), implanted: 2004 (B)(6); product type catheter. (B)(6).